Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed to be due to a failure in the printed circuit board, the image was interrupted. Further evaluation found due to poor contact of output socket; the scope cannot be detached. The reported fault was likely a result of wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center had no image. The issue occurred just before starting the procedure, which has been carried out using an additional device. There was no harm caused to patient/operator, no delay in procedure. It was reported that the device was checked before the procedure without detecting any anomalies.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e3 and h10 (correction of evaluation results, the no image compliant, could not confirm). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer's complaint was not confirmed; however, evaluation confirm that the image was interrupted due to a failure in the printed circuit board. A definitive root cause was not identified, however based on the results of the investigation, for the no image issue, the probable cause of the malfunction could not be identified and for the interrupted image issue, the probable cause of the malfunction would likely be printed circuit board failure. Olympus will continue to monitor field performance for this device.